Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer. The investigation of the reported event is currently underway. Expiry date (10/2022).

Event description:
It was reported that during an ultrasound guided prostate biopsy through normal density tissue, the device allegedly self-activated. It also further reported that failed to obtain sample. A coaxial was not used. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one maxcore disposable core biopsy instrument was returned for evaluation. The device sample appeared to be bloody. The top slide was in the primed position thus exposing the sample notch. It was noted a severe bend to the needle. As a bend was not reported in the event details and it is unknown if shipping/handling of the device during return contributed to the observed condition, the bend will be considered an incidental finding. There were no visual anomalies noted on the device. No functional testing was performed due to the condition of sample. Based on the finding, the investigation is inconclusive for reported self activation and failure to obtain samples issues as no functional testing was performed due to the condition of sample. The definitive root cause could not be determined based upon the available information labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: d4 (expiry date: 10/2022), g3. H11: h6 (result, conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an ultrasound guided prostate biopsy through normal density tissue, the device allegedly self-activated. It also further reported that failed to obtain sample. A coaxial was not used. The procedure was completed using another device. There was no reported patient injury.